Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that insulation damage was observed on the atrial lead. The atrial lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.